Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that they wanted to change to a mayo stand cover with a more paper like surface because the current one they are using transfers blue lint fibers into the eye. There was no patient harm reported.